Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that when connecting the device to the force triad generator the device did not respond. They disconnected the device from the generator and re-connected it and the device self-activated. The device was never used on the patient.